Event description:
Add'l info received from MFR on 11/26/02: the info provided was verbatim to that received by FDA. The reporter requested anonymity and attempts to obtain add'l info were unsuccessful. MFR was unable to perform analysis of the device; the complaint device was not returned and the lot number was not provided. The info provided on the medwatch report indicated there were several suspect medical devices involved in this event; "daig, bard and other". At this time the info available to st jude medical does not indicate this event meets the criteria of an adverse event or device malfunction, per 21 cfr 803.50.

Event description:
Protected pins on temporary pacer leads; the adapters to conventional pacers are only friction-held, and slip out causing failing to pace.